Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the subject device was manufactured before a design change to the power switch, and the faulty power switch likely led to the failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from customer: the power switch jam was found by a nurse who was cleaning and preparing devices for next week procedures, so there was no patient involvement at that time. After they found that the switch was jammed they called olympus and we provided loaner equipment for the time until the field service engineer was able to visit them and replace the power switch.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source power switch jammed and was unable to turn on the device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.